Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose in 2017 with blood glucose of 1100 mg/dl at the time of the incident. The customer was at 219 mg/dl at the time of the call. The customer also reported having lows. The customer experienced high symptoms such as falling, being delirious, and loss of consciousness. The customer was wearing the insulin pump during the high incident. Troubleshooting was not completed as the customer declined. The customer is now using a different pump. The insulin pump will not be returned for analysis.